Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the syringe needle did not return to neutral position when attempting to remove the air out of the cartridge. A cartridge change was performed resolving the issue. Customer's blood glucose level was 100 mg/dl.